Event description:
The customer reported that the image would go dark when the c-arm was moved on the 9900 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the high voltage cable. The system was tested and is operating as intended.